Manufacturer narrative:
Insulin pump was received with a detached end cap, scratched display window, cracked battery tube threads, cracked reservoir tube and missing end cap sticker. Unable to perform the displacement and prime tests due to the detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the numbers were not coming up on her insulin pump while filling the tubing. The blood glucose reading was 460mg/dl. The caller stated that the right bottom side of the insulin pump case came off by the up and down arrow. Advised the caller that the device would be replaced. No further information was provided.